Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial under-sensing on stored electrogram episodes with device classified termination of ongoing atrial arrhythmia. The right atrial (ra) lead remains in use. It was also reported that the current electrogram exhibited possible baseline external noise which does not appear to affect the device function. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.